Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. A technical error 35 was found which confirms the reported event (on 24 december 2024). The reported device was not sent back to brézins but the logs are transmitted for investigation. The triggering of error 35 has been confirmed and reproduced internally. This type of error should have been corrected in version 4.2 of the software. As a reminder, error 35 (sub error 0010h-0020h) is a known issue that occurs in a particular configuration where the flow rate is slightly changed during infusion at an already very low flowrate. As an example: changed by <110% for rates of 0,1 to 0,7 ml/h. After investigation, this error has unfortunately only been partially corrected. There is still one case where this correction has not been made correctly. The problem can only occur if the flow rate is changed at least 2 times in less than 2-3 seconds. It's advisable not to change the flowrate twice in less than 3 seconds at very low rates until this problem has been corrected in a future version of the software. This complaint is considered as valid, and the root cause is due to a software bug. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.

Event description:
The following has been reported: the pump stops during an infusion due to error 35. Occured at low speeds with potent drugs (noradrenaline). The pump stops due to error 35 shortly after the dose is increased from 0.01 to 0.02 g/kg/min. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.